Event description:
Swelling and redness at surgical site [post-operative wound infection] lower back pain [back pain]. Case description: device report: 2001045192us: this report was received from the FDA #1020751, internet submission, in which a pharmacist reported a post-operative infection associated with gelfoam sterile powder. A physician performed a l3-4 lumbar laminectomy on a pt and prior to closing the incision, placed a layer of gelfoam powder in the surgical wound. On an unspecified date, the pt complained of pain in the lower back area. Upon examination, the physician noted redness and swelling of the surgical site. On an unspecified date, a MRI was performed which showed an infectious process around the gelfoam layer. The pt had surgery with an incision and drainage of the wound. All intraoperative cultures have remained negative. The pt was sent home the next day. No further info was provided. An update was received by the pharmacist in mar 2001. Pharmacist identified the pt. They indicated that the surgery was performed on a morning in nov 2000 and later that afternoon, they were notified of the gelfoam recall. No further info was provided. Case comment: postoperative infection was not demonstrated in this case. Inflammation was the indication given for incision and drainage but cultures were reported negative. This raises the possibilty of another etiology of inflammation such as hypersensitivity to gelfoam or a component. Gelfoam is subject to a recall for potential metal fragment contamination. Sterility of outstanding packages has not been an issue. This is a clinical event, with no laboratory test abnormality, about which more data are required for a proper assessment, or add'l data are still under examination. Submission of a report does not consititute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.